Event description:
Customer received a false negative troponin t result for one pt sample. Initial result from primary tube gave 0.033 ng per ml. The following day, the same primary tube was retested resulting at 6.86 ng per ml. The same day a second sample obtained from the pt was tested in the primary tube resulting at 6.51 ng per ml. Date second sample obtained was not provided. No information provided to determine if pt was adversely affected.

Manufacturer narrative:
Further investigation revealed the customer is using a smaller tube type with an outer diameter confirmed to be 11 mm in contrast to manufacturer's declaration of 13 mm. The customer is also not using appropriate tube adaptors, which can cause insufficient sample volume and thus false low results. Investigation results additionally noted pre-analytic factors and/or old pinch tubes may have also contributed to the false negative result.